Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, prime, and excessive no delivery tests. No excessive no delivery alarm was noted. The insulin pump was received with minor scratches on the display window, cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip and a cracked belt clip slot.

Event description:
Customer reported no delivery alarms. The blood glucose reading was 240 mg/dl. She was assisted in performing a 5 unit fixed prime and stated that insulin did not exit. She was advised to remove the reservoir, disconnect and reconnect the reservoir and infusion set at the tubing connector and push insulin slowly through the tubing with the plunger. She stated that insulin did exit and was advised to run another manual prime. She stated that the insulin pump alarmed again for no delivery. Nothing further was reported.